Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 500 mg/dl, 420 mg/dl, 310 mg/dl, 120 mg/dl, and 225 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.